Event description:
It was reported that the customer experienced intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer resolved the occlusion issue by changing the infusion set and cartridge, then resumed insulin delivery.